Event description:
During a remote follow-up, increased capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. The suspected cause of the event was due to the presence of fibrotic tissue/encapsulation on the lead. No intervention has been performed. The patient is stable with no consequences.